Manufacturer narrative:
A pump, two cylinders and reservoir were received for evaluation. Examination and testing revealed that while in-vivo both the exhaust tubes and inlet tube overlapped and abraded against one another. This most likely caused the exhaust tube of cylinder #1 to be kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to tubing leak are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time. (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to the available information, tubing leak.